Event description:
It was reported that during a mandible fracture repair - bilateral free flap with reconstruction, as the surgeon was using the cutters, both pair broke into two (2) pieces. There were no pieces to retrieve from the patient, as the cutters were being used at the back table. In addition, as the plate was being bent to fit, it broke. The surgeon used another cutter and a standard plate to complete the procedure without further incident. No adverse effect to patient was noted. This report is 1 of 3 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reports that the part was received with the complete upper part of the shortcut plate cutter broken off. There were clearly visible nicks at the cutting edge, and the cutting blades were blunt. It is supposed that the cutting edge was previously damaged, and with the blunt edge an excessive cutting force was necessary, which finally caused the breakage. The fracture surface was homogenous, which indicates material conformity. The manufacturing records show that the correct material and manufacturing procedures were used. No manufacturing related fault could be detected.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and not implanted nor explanted. A product development evaluation was performed. A design revision was completed to address the noted breakage which was approved on (B)(4) 2010. The design revision increased the allowable stress of the plate under these loading conditions by about 49%. Based on the lot number 3404830, this instrument was received on (B)(4) 2010, which is prior to the relevant design change order. Placeholder.